Event description:
During procedure novasure generator indicated that the device had not passed the cavity assessment. Hysteroscopy performed, uterine perforation noted. Reason for use: dysfunctional uterine bleeding.